Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. As received a tear at the base of the trach tube was observed exposing the internal wire. The tear was uneven. Visual and functional testing was performed. The complaint of split in tube can be confirmed. The probable cause of the damage is unknown. Received one (1) used. List #unknown, trach. As received a tear at the base of the trach tube was observed exposing the internal wire. The tear was uneven. The complaint of split in tube can be confirmed. The probable cause of the damage is unknown.

Event description:
It was reported that that patient's father had urgently replaced the child's tracheostomy tube because secretions were accumulating at the tracheostomy site. They could see that there was a split in the tube on the outer cannula, near to the hub. It was the fifth time that they had used the tube, so it was within the range of how many times it can be used according to manufacturer recommendation. There was patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.